Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient, the image guide bundle was stained, the coating on the image guide coil was peeled, the insertion tube was wrinkled, water tightness of the operating part was not maintained, the operation part was scratched, the curved rubber adhesive was missing, the digital camera was scratched, the grip was scratched, the up/down plate was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the airway mobilescope had an air leak. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.